Manufacturer narrative:
The previously applied (B)(4) is no longer applicable and has been replaced with (B)(4) in this report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider regarding an implantable intrathecal pump intended to deliver gablofen [2,000.0 m cg/ml] at a dose of 2,348.4 mcg/day, indicated for intractable spasticity and cerebral palsy. It was reported that the patient's catheter was explanted and replaced on (B)(6) 2017. It was reported that there was suspected damage to the pump system, and that the patient also had a deep brain stimulation (dbs) system and had been ¿storming.¿ it was stated that the reason for catheter removal was due to possible damage caused by the patient¿s ¿autonomic storm.¿ no dye or rotor studies were performed. The healthcare provider reported that the catheter appeared frayed near the pump connector, and was returned to the manufacturer for analysis in multiple pieces. It was stated that no withdrawal symptoms were noted, and it was unknown if the patient experienced a loss of therapy. No patient injury was reported, and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2016, product type: catheter.

Event description:
Additional information was received from the healthcare professional (hcp) on 2017-jan-19. Medical history included the hcp stating that the storming started about one year ago. Diagnostics of the storming included imaging and an electroencephalogram (eeg). Actions and interventions to resolve the storming included placement of the dbs and a baclofen pump revision. The cause of the storming was status dystonicus, unclear case. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheters found no significant anomalies. The 8780 catheter (s/n: (B)(4)) was found to have been damaged at explant. The 8709 catheter (s/n: (B)(4)) was considered acceptable during testing; it was returned in segments and was incomplete. Patient code (B)(4) has been updated (B)(4), result code and conclusion code no longer apply.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. Pro duct ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via manufacture representative reported the patient's catheter that was attached to the infusion system was disconnected inside of the patient from (B)(6) 2016 to (B)(6) 2016. The patient received treatment or an intervention after this event and was now home.